Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the battery was not working. The field service engineer stated power issue was resolved and ordered new batteries as needed. The system functioned as intended after field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es system backup battery was not working. Customer informed that there is ongoing operation on the table. Also reported that this malfunction occurred during the dispensing of medication, resulting around an hour delay. There were no adverse events or injuries reported based on this event.